Event description:
A critically ill child coded during crrt on a prismaflex. The machine was temporarily shut off and powered back up with recurrent "air in blood" alarms. The blood in the prismaflex m60 filter set was not returned, resulting in a blood loss of approximately 93 ml. A 93 ml blood loss for a 6.7 kg patient is considered to be a significant blood loss. The cause of the arrest is not known. The patient was successfully resuscitated.

Manufacturer narrative:
The dialysate used at the time of this event was discarded and not available for analysis. The dialysate formula and lot number remain unknown. The machine involved in this event was inspected and found to be operating within specification. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.